Manufacturer narrative:
Device evaluation: the device was received by depuy synthes power tools. The device was evaluated and during service, it was found it had a worn cable. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device would be returned for service. During service, it was found that the device had cord damage. It is unknown if the device was being used during surgery. It is also unknown if injuries or medical intervention occurred. There was no additional information provided.